Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the correct date in the b4 section and to provide the completed investigation results. In the initial report it was reported that the date of this report was 06-jan-2020 however the correct date is 07-jan-2020. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: date of event unknown. Explanted date: device was not explanted. (B)(6). Device manufacture date:unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The following was reported through literature review. Per literature review: the article entitled, "an update on the use of an arterial closure device following femoral arterial puncture in children. A (B)(6) patient with vessel size of 5x6 mm, experienced transient peripheral pulse loss after deployment. Ultrasound after diminished pulses demonstrated patency of the external iliac artery and arteries distal to the common femoral artery. The common femoral artery was poorly evaluated due to reported gas artifact from the arterial access and the closure device. Thus, it was not clear if thrombus or spasm was present. Patient was on anticoagulation, so no additional intervention was performed aside from additional nursing monitoring.